Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) charge was at 2.58 volts but no elective replacement indicator (eri) message was seen; the trip point for the device reaching eri is 2.6 volts. It was recommended to turn the device off and then back on, wait 15 minutes, and recheck for the eri message. Follow-up with the hcp revealed that an impedance test was performed and resulted in values within normal limits. It was also noted that turning the device off and then back on did not resolve the issue. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.